Manufacturer narrative:
As neither a lot number nor the involved product have been made available to us, no tests could be performed. It is yet unknown whether the skin reaction occurred underneath the electrode's foam tape or underneath it's gel. It is also unclear whether the skin reaction constitutes an injury and whether it had to be treated. It was not possible to receive this information despite repeated requests. We will continue to request further information and will provide any findings in a follow up report.

Event description:
On april 05th we have been informed about an incident involving a skintact dispersive electrode, model kls 80-344-09-04, and an esu generator, model unknown, in (B)(6) hospital in (B)(6). The reporter initially stated: "one patient in (B)(6) may have developed an allergic reactions". No further information was provided about the injury and whether it had to be treated or not.

Manufacturer narrative:
As neither a lot number nor the involved product have been made available to us, no tests could be performed. After several requests for more details our customer informed us: "we have repeatedly mentioned the urgency to the customer. Up to now we have unfortunately no feedback. According to the current state, we do not expect a further feedback." It is yet unknown whether the skin reaction occurred underneath the electrode's foam tape or underneath it's gel. It is also unclear whether the skin reaction constitutes an injury and whether it had to be treated. It was not possible to receive this information despite repeated requests. We will close the investigation. Involved device not returned.

Event description:
On (B)(6) we have been informed about an incident involving a skintact dispersive electrode, model kls 80-344-09-04, and an esu generator, model unknown, in (B)(6). The reporter initially stated: "one patient in (B)(6) may have developed an allergic reactions". No further information was provided about the injury and whether it had to be treated or not.